Event description:
A malfunction alarm labeled as malf 12 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.